Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a liner that was broken and had disassociated from the cup. Poly wear was also noted. Update rec'd 2/2/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, cobalt chromium metals ions, and discomfort. A head is now being added to address metal on metal allegations, and an unknown stem to address allegations of toxic metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers this investigation closed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated disassociation, minimal metallosis, pain, and fractured liner. No poly wear was noted. An unknown cup is being added to the complaint as litigation alleged disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.